Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The customer returned an unused trima set to terumo bct for investigation. Visual inspection confirmed the set was assembled correctly with no kinks, or occlusions. There was minor damage to the sidewall pinch clamp on the sample diversion line. The donor line had been rf sealed by the customer. There was no evidence of air in the sample bag upon receipt. The set was loaded onto a trima machine in the laboratory without incident. The donor line was opened, cutting just after the rf seal point to allow completion of the tube set test. Pressure tests were successful on the first attempt and the system proceeded to ac prime without alarm. The sample diversion bag appeared to inflate slightly during the test. A small volume of air was measured at approximately 10ml. Corrective action: an internal CAPA has been initiated to evaluate the sidewall pinch clamp and air in the sample bag. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported code 61, air in the sample bag, during the set up of the disposable set on the trima device. No patient (donor) was connected at the time of the event, therefore, no patient information is available. EU protection laws for personal data protection laws are in effect for this event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information. Correction: trima field action 35 has been initiated to notify all trima users of a potential safety hazard occurs if the system displays an alert and instructions are not observed and followed. Terumo bct is taking corrective action by reminding all users of the action to be taken to mitigate this risk. Alerts and instructions are presented to the operator if the sample bag inflates. Terumo bct instructs all trima users to provide supplementary training and to continue to use the trima accel system in accordance with the operator¿s manual. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information. Root cause: specific root cause could not be definitively determined for this incident. Possible causes include: a clamp malfunction where the clamp skews to the side as it is closed, or the clamp does not fully occlude the tubing when closed due to interference between the clamp and the tube. Additional contributing factors could be related to user interface, where either the sample bag clamp was not closed at the system prompt or the clamp was closed but it was skewed on the tubing enabling a portion of the tubing to allow air to pass.

Event description:
The customer declined to provide additional procedural details for this event.